Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Date of event: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. Unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. Device history record (DHR) review cannot be performed due to the unknown lot number. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effect analysis (fmea).

Event description:
The user facility reported that they had an intra-arterial deployment while using an angio-seal device.